Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer reported that the insulin pump had external ram crc error and unexpected restart. Customer reports they were able to clear the alarm. Customer reports pump did require rewind. Customer able to complete rewind. Customer reported that the insulin pump had unexpected restart error occurred again. Customer states the battery cap is not loose, cracked or damaged. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test, unexpected restart error test and displacement test. No unexpected external error alarm, unexpected restart alarm or reset time/date anomaly after change battery noted during testing.